Manufacturer narrative:
The device was received with the adhesive pad attached to the bottom housing. Inspection of the adhesive pad and adhesive welds found no damages or defects that would cause a failure to adhere. The cause of the reported adhesive failure could not be determined. The pod was received with corrosion visible through the top and bottom housings. No damage was observed on the top or bottom that would lead to fluid getting into the device. Upon opening the device, corrosion and corrosion debris was observed on several internal components. Fluid path testing found tears in the unexposed portion of the soft cannula, 0.211 inches from the nail head, which resulted in internal fluid leaks which contributed to the observed corrosion.

Event description:
It was reported the patient's blood glucose level rose to >250 mg/dl while wearing the pod between 24 and 36 hours. It was also reported that the adhesive would not stick well. As treatment, the patient successfully activated a new pod.